Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4):¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline vantage was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and no damage. In addition, the middle of the braid was also found fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced re-sheathing mechanism or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the middle of the braid was fully opened and no damage. The cause could not be determined. Ls 2023-07-25. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding  pipeline vantage stent that failed to open at the middle segment. The patient was undergoing a procedure for flow diversion treatment of an unruptured amorphous right internal carotid artery (ica) posterior communicating (pcom) segment aneurysm. The aneurysm max diameter was 8mm and the neck diameter was 4mm. The distal landing zone was 2.5mm and the proximal landing zone was 4.9mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline vantage and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was deployed 50% past the aneurysm neck but did not open properly in the middle. The pipeline was fully resheathed twice and partially resheathed 4 times but the pipeline still failed to open. It was noted that the pipeline was positioned in a vessel bend. 80% of the pipeline was deployed. Aside from resheathing, no additional steps or other devices were used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was replaced to complete the procedure. There was no harm or injury to the patient.